Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07918. It was reported that the patient presented remotely via merlin.net transmissions with non-sustained oversensing. Upon review of egms, signal appeared to be due to either myopotentials or the start of a lead issue. Further testing in clinic was discussed to determine the source of the oversensed signal. No patient symptoms were reported.